Manufacturer narrative:
The reason for this revision surgery was to remedy pain and limited range of motion after 1.2 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 50th complaint for this part number: 24 due to dislocation, seven due to trauma, five due to infection, four for dissociation, three due to pain, three for instability, two for non-assembly, and one broken screw. This is the second complaint for this lot number, one due to infection. The root cause for the pain and limited range of motion was most likely due to lateral and proximal bone loss. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - about a year after the primary surgery the patient experienced decreased motion and increased pain. The x-rays showed some lateral and proximal humeral bone loss. The surgeon decided to replace the glenosphere with a 44 head, the stem with a 6 monoblock long stem, and add a 44 insert.